Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the air bubbles were present in the reservoir and also received no delivery alarm. The customer¿s blood glucose level was 107 mg/dl and customer declined troubleshooting for air bubble anomaly and no delivery alarm. The device will not be returned for analysis.